Event description:
Reportedly, on 6-jun-2024, a sales representative obtained information on a case scheduled for system removal on (B)(6) 2024 due to infection (date of confirmation of infection is unknown). The patient has hospitalized from 20-may-2024 due to exposed pacemaker pocket.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device has been sterilized and released according to all applicable procedures. Eno sr (sn:(B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 11 june 2019 use before date: 11 june 2021 sterilization lot: s0381-3245.

Manufacturer narrative:
All the devices have been sterilized and released according to all applicable procedures. Eno sr (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 11 june 2019 use before date: 11 june 2021 sterilization lot: s0381-3245 xfine tx26d (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 10 september 2019 use before date: 10 september 2022 sterilization lot: 3282/s0398 xfine jx25d (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 01 august 2019 use before date: 01 august 2022 sterilization lot: 3267/s0393 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature

Event description:
Reportedly, on 6-jun-2024, a sales representative obtained information on a case scheduled for system removal on 10-jun-2024 due to infection (date of confirmation of infection is unknown). The patient has hospitalized from 20-may-2024 due to exposed pacemaker pocket.